Event description:
It was reported that the insulin pump kept alarming no delivery and telling the customer to check the blood glucose reading. The blood glucose reading was 135 mg/dl. The customer stated that she was unable to troubleshoot at the time of the call in order to determine the cause of the issue. She advised that she would try with a new infusion set to see if that would resolve the issue. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.